Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of the respiratory rate trend (rrt) signal had been noted on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) reviewed remote monitoring data and noted that the impedance shifts on both channels were recorded several months prior. It was also reported that both right atrial (ra) and right ventricular (rv) pacing impedance measurements were increasing. The rv impedance measurements varied, but had been high and out of range. Ts also found evidence of loss of capture on both the ra and the rv channels. Ts discussed testing with isometrics and pocket manipulation and suggested consideration of an x-ray to evaluate the lead. The field representative reported that would bring the patient was seen in clinic and the rrt function was programmed off. No adverse patient effects were reported. This device remains in service.